Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during prep, the stent dislodged from the stent delivery system. The device was not used on the patient. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was no contrast visible. The stent implant was dislodged. The stent implant was returned on the stylet with the yellow protective sheath. There were six struts in the first row at the proximal end of the stent implant that were flared. The struts in the middle portion of the stent implant were mangled. There was no other damage noted to the stent implant. There were crimp marks on the balloon and between the markers. The balloon was tightly folded. There were three kinks in the hypotube, 8.5 cm, 51 cm, and 62 cm distal to the strain relief tubing. There was no other damage noted to the sds. Pin gauges were used to measure the inner diameter of the returned protective sheath. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant proximal and middle outer diameter could not be measured due to the damages noted. The stent implant distal outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident. The stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen, which could be a result of handling the device; however, the presence of blood in the guide wire lumen suggests the sds was at lease partially loaded onto the guide wire. Stent retention can be influenced by many factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. To help ensure this type of event is not the result of a manufacturing issue, all sds are inspected for proper stent placement, stent damage, and crimped outer diameter. Additionally, prior to lot release, a sampling of units are destructively tested to verify stent dislodgement force. The returned sds had crimp marks between the markers on the tightly folded balloon indicating that the stent was initially crimped in the correct location, and the balloon was not inflated. In this case, it cannot be determined when the stent became dislodged as it was reported as occurring during preparation, however, blood in the guide wire lumen is not typically consistent with preparation. There were six struts in the first row of the proximal end of the returned stent implant that were flared. The struts in the middle portion of the stent implant were mangled. Stent damage can occur during the manufacturing process, removal from packaging at the account, removal of the protective sheath, device preparation, or procedural attempt to position or retract the device during use. To help ensure this damage is not the result of the manufacturing process, all stents are inspected at many points during the manufacturing process, including the point where the protective sheath is installed. Measurements of the outer diameters of the stent implant were taken and the distal measurements met manufacturing specification, however, the proximal and middle diameters could not be measured due to the damage. In this case, the damage to the stent may have occurred during handling the device during preparation or while advancing the sds over the guide wire, as no damage was reported as being noted during the inspection prior to use. A conclusive root cause for the reported stent dislodgement could not be determined. This MDR is considered closed by the product performance group.